Event description:
It was reported the patient experienced a shocking or jolting sensation while the stimulator was turned off. There was no known incident related to the onset of the symptoms. The shocking was felt at the ins pocket. The patient remained at home. Additional information has been requested, but was not available on the date of this report.